Event description:
It was reported by the sales rep, that post op of a lap gastric band procedure the tubing strain release became disconnected from the connector tube. The strain release was floating along side the tubing and could not prevent the tubing from kinking. This was noticed during a fill of the device.

Manufacturer narrative:
Info is unavailable; device will not be returned for eval.